Event description:
Follow-up information from the clinic indicates the patient has been seen and there was slight migration of the device, but because of the patient's age and normal system function, intervention was not taken. There were no notes regarding breast pain, and there were no performance issues with the device.

Event description:
It was reported by the patient that the device has "moved, possibly changed position." The patient also reported feeling occasional"little pains" and pinching sensations and "one breast looks deflated, left nipple is "in" and right breast is painful at times." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2010 (B)(6); 6944 implantable defib lead 2010 (B)(6). (B)(4).